Event description:
It was reported to philips that, during CPR, the nurse went to charge the defibrillator and it would not charge. It was attempted three times with no success before switching out to a new defibrillator while the patient was coding. The patient died. The patient had received roughly 40 to 50 minutes of CPR prior to this malfunction. The device was evaluated by customer hospital clinical engineering. No ECG monitoring strips or case event files were provided to philips for review. No problem was found by the customer hospital clinical engineer after a functional test was completed. The defibrillator remains at the customer site but it was not sent back to customer use. No parts were replaced. Philips did not evaluate the device and was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.